Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 45 mg/dl due to pump sleep activity not being turned off. Tandem technical support explained to customer that unless the sleep scheduled was saved, it would have to be manually turned off. Customer acknowledged, and tandem technical support assisted customer in setting up and saving sleep schedule. Customer consumed carbohydrates to treat low bg.